Event description:
Customer reported on a bravo ph capsule that failed to attach. According to the customer, the capsule had to be recovered with a roth net. When the doctor pulled it out, the esophagus may have been punctured, which was a concern the doctor raise. Patient was not seriously harmed.